Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the beam was observed to be end firing (forward-firing) at 364, 603 joules of use. The case was completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
(B)(4).